Event description:
It was reported that the customer had a low blood glucose level (<30mg/dl), and became light headed. Customer drank orange juice to stabilize his blood glucose level. He was hospitalized due to a fall that caused a broken nose. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.